Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.2 cm fusiform abdominal aortic aneurysm approximately 2 months ago. The infra-renal angle was 51 degrees. Proximal aorta was 20-21.5 mm in diameter and 23 mm in length. Right iliac artery was 11-16-13 mm in diameter and the left iliac artery was 13-14 mm in diameter. The right femoral artery was 12.9 mm in diameter and the left femoral artery was 11.6 mm in diameter. The right and left iliac arteries were moderately tortuous with no stenosis. The circumferential aorta had 10% mural thrombus/calcification. The endurant bifurcated stent graft was implanted from the right side and the contralateral limb was from the left side. The proximal end of the graft was place such that the suprarenal stents were crossing the left renal artery. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Three weeks post implant there was evidence of stent graft kinking on an abdominal x-ray. The radiology reports states that there was a mild kinking of the proximal aspect of the left common iliac stent, no other areas of kinking or twisting were observed. A CT was done the same day; however on the CT there was no evidence of stent graft kinking. No clinical sequelae were reported. A review of x-rays 2-weeks post-implant show that the distal left limb (last 3 stent rings) are acutely angulated laterally. Cta from this same day show the distal aorta diameter is approx 18-20mm, and the iliacs are moderately tortuous. Both limbs are slightly compressed within the distal aorta but are both patent.

Manufacturer narrative:
(Film), inherent risk of procedure (kink), patient's condition affected effectiveness of device (angulated left iliac artery), device failure/lack of effectiveness related to patient condition (angulated left iliac artery).

Event description:
Additional information received reported that a CT scan done approximately two years and one month after the index procedure showed that the previously seen kinking of the stent graft in the left common iliac artery was no longer seen.